Event description:
The customer reported no audio from the mx40 as seen from a ¿speaker malfunction¿ error message. The device issue with no audio was found at the repair bench and was not in clinical use at the time the issue was found. There was no report of a patient injury or harm.